Event description:
The contact stated the customer tested her blood glucose using a contour meter and a one touch meter. The contour read 50 mg/dl, while the one touch read 169 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact also performed control test while troubleshooting and received a result of 205 mg/dl. The normal control range is 85-114 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement strips will be sent.